Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump delivered boluses that were not initiated by the user and the pump time/date were incorrect. Customer's blood glucose (bg) was 40-50 mg/dl and glucose tablets were administered to address bg. Tandem technical support reviewed the pump data and found that there were user initiated boluses delivered on (B)(6) 2019. The data also showed a user initiated time/date change. Contact disagreed with the findings and reported customer was asleep at the time of the bolus delivery and they did not change the time/date. Multiple attempts were made by tandem clinical diabetes specialist to offer assistance; however, contact did not reply.